Event description:
It was reported that after the patients ICD gave a therapy shock, the pt lost stimulation from his pain stimulation device, used to treat angina pain. It was suspected a broken wire in the ICD was the cause of the ins damage. The pt underwent replacement of the lead for the ICD and the ins battery. Following the replacement, there was normal pain stimulation.